Event description:
It was reported while using the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there was no insulin flow in 3 pen needles when priming. The following information was provided by the initial reporter: received voicemail from consumer stating his pen needles do not work and he's doesn't have many left to use. Returned call. Consumer reported no insulin flow when priming, stated, he primes two units, 3 pen needles affected today, stated, he's had this issue happen in past with different boxes but does not know the lot's or quantity.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.